Event description:
Patient representative reported via legal representative "debilitating side effects after breast implants and over the source of several years prior to having surgery to remove the implants including the right implant which ruptured in the patients body. They caused the patient financial ruin, and physical deformity which they are forced to live with for the rest of the patients life. Patient has suffered and will continue to suffer from lupus and its accompanying symptoms including, but not limited to, severe physical injuries, severe emotional distress, mental anguish, economic loss, and other injuries. " lupus is not device related. This record is for the right side. Device status is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.